Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient experienced pectoral stimulation in the implant area. The pulse generator was programmed to the bipolar configuration. In 2008, it was observed on the ECG that the lead failed to capture even at 5 v, 1 ms.